Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient states unable to increasing stimulation with their programmer. When they try to increase stimulation, they see the poor communication screen. Patient states this is the same screen they see when they don't use the antenna. Patient also mentioned they have had a return of symptoms within the last couple weeks. Patient services reviewed possible eos and redirected patient to healthcare provider. The issue was not resolved through troubleshooting. Patient also mentioned that their implant seems to be moving in the pocket site. Patient states at one point they felt like the implant rolled. Patient states this has been going on for months. Patient was redirected to their doctor to have device checked.